Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris pump module smartsite infusion set experienced leakage. The following information was provided by the initial reporter: I have an alaris pump infusion set with 0.2 micron filter and back check valve we use for tpn that has a leaky filter.

Manufacturer narrative:
H6: investigation summary: the customer reported the filter leaked and returned one used tpn set of 2432-0007. The set was unable to be primed as the filter was occluded, but the filter was tested with a loaded syringe forcing fluid through the filter. The filter did leak from the pressure at the air vent. The filter was sent to the supplier and their investigation found that their manufacturing process was not at fault. The root cause was determined to be something after their process. This is most likely the end user medication/solution used. The filters are not cleared for extended use with low surface tension fluids, <40 dynes/cm can cause issues. A device history record review could not be performed on model 2432-0007 because the lot number is unknown.

Event description:
It was reported that the bd alaris pump module smartsite infusion set experienced leakage. The following information was provided by the initial reporter: I have an alaris pump infusion set with 0.2 micron filter and back check valve we use for tpn that has a leaky filter.